Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after filling another cartridge with 150 units of insulin during the loading process, a minimum fill notification and cartridge change error occurred. Customer successfully loaded another cartridge. Customer's blood glucose was 202 mg/dl.